Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient does not have effective stimulation therapy from her scs system. A sjm rep met with the patient and was unable to obtain effective stimulation by reprogramming the patient's scs system. Fluoroscopy images taken showed the lead migrated. Additional information received identified the patient's lead was explanted and replaced with a different model lead. The patient reported receiving effective stimulation postoperative.